Event description:
It was reported that the lead exhibited oversensing. The physician attempted pocket manipulation other isometrics, but was unable to reproduce the oversensing. The physician indicated that the lead is most likely fine. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:00:15 and (B)(6) 2011 03:00:20. Weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace bi impedance = 1054 to 1520 ohms peak between (B)(6) 2010 and (B)(6) 2011. Sensing - oversensing: 1 - ventricular nst=190 ms (B)(6) 2011 21:43:59. 1 - vf=190 ms average v-cycle on (B)(6) 2011 09:24:13.